Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure to alarm for a downstream occlusion was not confirmed during product evaluation. The assignable cause was not identified, as the condition was not reproduced. No repairs were performed for the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure to alarm for a downstream occlusion. This event occurred during a training demonstration. There was no patient involvement and no reports of patient injury or medical intervention. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 7.01.00.